Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that treatment code was updated from code from t003 to t002.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 439 mg/dl, 419 mg/dl. Customer treated with five units of insulin. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.